Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter ac t diff analyzer gave aperture alerts. Customer reported that there was fluid under the unit coming from the baths. Bec customer technical support instructed the customer to check the waste line to the sink. Customer reported that there was a clog in the waste line. Customer reported that they changed the waste tubing. Customer reported that the baths drained and did not overflow after the replacement of the waste tubing. Customer reported that they ran controls and the controls were within limits. Customer reported that there were no errors and there were no leaks after the repair. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment.